Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the pump was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. There were no repairs made to this device. If additional information or the device becomes available, a follow-up report will be submitted. A service history review revealed that this device was previously serviced for the reported condition, damaged battery. During previous service, the batteries and battery harness were replaced. A device history review was performed with no exceptions during manufacturing found.